Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00300. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil pusher assembly became kinked after the physician forcefully advanced the ruby coil through another manufacturer's microcatheter that had been kinked as well. The physician removed both the ruby coil and the microcatheter from the patient and inserted a new microcatheter into the patient. While the physician was attempting to insert a new ruby coil into the microcatheter, the ruby coil pusher assembly became kinked and was removed. The procedure was completed using new ruby coils and the second microcatheter. There was no report of an adverse effect to the patient.